Event description:
The physician reported the intraocular lens was removed and replaced without complication due to the improper iol power implanted initially.

Manufacturer narrative:
The lens was received for evaluation. The results of our analysis shows the lens met all manufacturing specifications. The diopter measured correct as labeled. Our investigation into this event reasonably suggests that it is not manufacturing related.